Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction report was created to capture the additional information received which indicates that attempted implant was due to patient anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information was received indicating that the physician was unable to advance the lead far enough to place the lead marker within the target vessel because the target branch tapered more than what was visible on fluoroscopy. The doctor believed that the lead was not stable in that location and that there was an excessive risk of lead withdrawal because of this. No additional adverse patient effects were reported.